Event description:
During a lap cholecystectomy procedure, the clip applier was not forming clips properly. Device was dropping clips, then clips criss cross one another, they did not come together. Patient bleeding (not significant quantity), exact amount not given. Case was completed with another device, no additional patient consequence. One device returning.